Manufacturer narrative:
After investigation, hospital is not aware that a valve in valve took place for this patient, so there is no indication that a valve in valve procedure took place. It is possible the second implant patient registry (ipr) card was received in error. As there is no allegation of a device malfunction or an injury to the patient, this case does not meet the criteria for a reportable event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), seventeen days after the implant of a 20 mm sapien 3 valve by tf approach in aortic position, a second 20 mm sapien 3 valve was implanted. No additional information was provided.